Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of over 600 mg/dl. Customer had symptom of high blood glucose; customer had nausea and backache. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin and IV fluids. Customer was wearing insulin pump at the time of hospitalization. Customer reported that infusion set cannula was bent and insulin pump did not alarm for no delivery.